Event description:
A doctor alleged that a patient had experienced the loss of a maryland bridge on multiple occasions. On one (1) occasion, the bridge had been placed using the bond-1 dual cure activator and bond-1primer/adhesive products. The bridge had debonded after several months.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. On the second occasion that the patient had experienced the loss of the bridge, it had been placed using bond-1 dual cure activator, bond-1 primer/adhesive, and a composite material. The bridge debonded after several months. The doctor attempted to cement the bridge on three (3) other occasions using different products; however, the bridge debonded on those occasions as well. The doctor reported that the patient was a bruxer, and at least one (1) instance of debonding had occurred after the patient had experienced a traumatic fall. The doctor seated the restoration on (B)(6) 2013 using different products. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.